Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, strange odor/ bad odor after reprocessing, distal end scratch/cracked, bending section rubber glue separated, bending tube deformed, connecting tube/passive bending scratched, stiffness control h ring scratched, grip unit scratched, air /water nut painting peel off, suction cylinder nut painting peel off, right left knob scratched, up down knob scratched, switch box unit scratched, universal cord scratched, plug unit damaged housing, scope connector cover damaged, right left knob angulation play 35°, and right left knob angulation play 35°. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing of evis lucera elite colonovideoscope, the scope had strange odor/ bad odor after reprocessing. In addition, the scope had defects of the bending manipulation and feeding part, which defect in function or appearance. Upon inspection and testing of the customer returned device, foreign material was attached on bending section rubber. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being submitted to provided additional information regarding the cleaning, the disinfection and the sterilization processes performed onsite for the endoscopes the customer reported that pre-procedure device checked was performed. Pre-cleaning was performed less than 5 mins after the procedure. During pre-cleaning water was aspirated through the instrument/suction channel/ and auxiliary channel with suction pump until aspirated liquid became clear. The device forceps elevator was moved to raise and lower 3 times in the water during aspiration. During manual cleaning for less than 60 min, leak test was performed, and the customer used mediclean forte (dr weigert) detergent with open channel brush to brush the instrument/suction channel, suction cylinder, and instrument channel port. The detergent was aspirated through the instrument/suction channel and brush inserted into the instrument channel from the suction cylinders. The forceps elevator was also brushed. The customer then flushed the air/water channel, instrument/suction channel, auxiliary channel, and forceps elevator according to the IFU. There was no manual disinfection of the scope performed. For automated endoscope reprocessor (aer) treatment, the rapid (cantel) aer reprocessor along with rapicide 1 (cantel) detergent and rapicide 2 and pa (cantel) disinfectant were used. The scope was stored in a drying cabinet with removable parts detached. The scope was not sterilized. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was returned to olympus for device evaluation and investigation confirmed the reported issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been more than one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. According to the investigation, foreign material may have been present in the scope channel; however, it was difficult to identify the foreign material or specify its origin. In addition, the investigation was unable to specify the cause of foreign material left on the scope angle rubber surface. The investigation concluded that the subject device may have been reprocessed in a different way from IFU instruction (mh-948 aw channel cleaning adapter was not used to flush air/water channel), according to investigation results, the user understanding may have differed from olympus recommendation in device handling or reprocessing steps. Olympus will continue to monitor field performance for this device.